Manufacturer narrative:
There is no way to know whether this device was manufactured by a&I industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: it was reported that the tire on the manual wheelchair has a bump inside.